Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203. The system was serviced at the site and found to be fully functional. The system passed checkout and was returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the navigation system was not recognizing the emitter. There was no patient present when the issue occurred.